Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical representative reached out to customer for unit repair and shipping information but no response received after 3 attempts. No exact root cause has been established. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for investigation. Therefore, no further evaluation can be identified. The customer provided the unit issue video that shows no touchscreen display. The technical support reported that the power board also shows signs of burn damaged and will initiate warranty replacement. Investigation still ongoing. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported bellavista 1000 unable to start, showing no display while connected on a patient. Furthermore, there was no patient harm reported associated with the event.